Manufacturer narrative:
The console was returned for a benchtop analysis and was visually inspected under a digital microscope. Cracks on the lateral side of the purge retainer as well as a missing purge flag were observed. The root cause was a defective purge pressure sensor .

Event description:
The user facilites biomed department reported a malfunction with the impella console (aic). It was found to have a purge clip breakage. The malfunction was observed outside of patient use.